Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting oversensing of noise. No changes were made and the rv lead remains in service. No adverse patient effects were reported.